Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: the battery compartment was found to be cracked below the finger pad. The returned battery cap tightly secured to the pump. During evaluation, the pump was unable to power on and was completely unresponsive. The reported ¿no power¿ complaint was duplicated and the remaining steps were unable to be verified. The pump¿s cover was removed; there was moisture corrosion found inside the pump to the display flex/connector and in the circuits of the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.